Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not deploy.

Event description:
Note: this report pertains to one of two resolution clips that were used in the same procedure. It was reported to boston scientific corporation that a resolution clip device was used for bleeding during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, when they closed their hands, the clip would not deploy. They retracted the device and tried again, but it did not work. Another of the same device was opened, and the same problem occurred. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.